Manufacturer narrative:
MFR report date 06/23/98. The instrument was not returned to the MFR for evaluation. The user does not have current plans to return the instrument. If the instrument is returned it will be evaluated and a follow-up report will be provided.

Event description:
Hosp advised that pump was being operated in the battery mode when it alarmed. Nurse plugged pump into ac outlet and it did not power up again. Pump was taken down to the biomedical engineering department where it was plugged in overnight. When they attempted to power the pump up, it would not power on. Hosp advised the critical drugs were being infused on another instrument, and they do not believe this problem contributed to the pt's death.